Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in hospital for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead will be replaced. No further information is available. Based on the review of the x-ray provided to st. Jude medical, the conductors do not appear to be externalized.